Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump errors. The customer's blood glucose value was unknown. The customer was also reported the insulin pump had critical pump error and broken force sensor was detected alarm. Insulin pump had large crack on side. The customer was assisted with troubleshooting. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error alarm and pump error 35 alarm due to moisture damage on the force sensor. We were unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement or self tests due to the critical pump error alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. The pump was also received with the case cracked behind the pump near the battery compartment and cracked battery tube threads.